Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 900 mg/dl. Customer stated that when he tries to deliver a bolus the pump makes a loud clicking noise. Customer just got released from intensive care unit because of high blood glucose. He went to the hospital a few days ago, but found that he has been off the pump for about 2 months. The device will not be returned for analysis.